Event description:
It was reported that serveral mis-drilings have been observed with the reported target device.

Event description:
It was reported that several mis-drillings have been observed with the reported target device.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the alleged event of distal mistargeting could not be confirmed. Function and targeting accuracy of the target device returned was being found as intended although the device was damaged. It passed the pre-operative function test. The item was functional in such a way not leading to real miss drillings. Potentially reduced accuracy in guidance is usually found during functional check which is required per IFU. In case of any deviation it is realized prior to use. Pre-supposing that targeting accuracy for drilling was confirmed by pre-operative check it was concluded that the event(s) were mainly based in the intra-operative procedure. The usage of the ¿new¿ drill guide sleeve 1320-0215 (improved drill guiding feature) instead of 1806-0215 may ease the distal locking procedure. Regarding miss drilling the operative technique has already been modified. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. In addition the development of a new targeting sleeve with integrated clamping function (combination of sleeve and knob) had been completed and resulted in a new device (gamma3 speedlock sleeve). By eliminating the assembly steps, it provides more intuitive operative flows and prevents the potential miss assembly of the knob and the targeting sleeve. The found deep impacts and the corresponding crack are due to unintended rough handling most likely due to hammering onto the device which is regarded as not device related but rather related to intra-operational damage at user site.